Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited noise that was oversensed by the device. The physician explanted and replaced the lead. However, the replacement lead also exhibited a noise issue. The replacement lead was not used and replaced with another new lead. The patient was in stable condition.